Event description:
It was reported that r-waves have dropped from 10 mv to 2mv, and pacing impedance has decreased from 600 ohms to 400 ohms. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that r-waves have dropped from 10 mv to 2mv, and pacing impedance has decreased from 600 ohms to 400 ohms. It was also reported that there was t-wave oversensing. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.